Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknow. Product type: software. Product ID tm90t0; serial# unknown. Product type: accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the patient was having difficulty getting a bolus as when she pressed myptm app, the screen would go blank. It was noted every now and then the ptm would "act up" but she could always resolve to successfully deliver bolus. However, today the screen stayed blank in ptm app. The patient was assisted to close out of all apps, and re-launch ptm app to establish new session. The patient was able to successfully deliver a bolus. It was also reported the progress circle would get stuck at 91% for a bit but would always go to the bolus screen. The equipment was working as intended at call closure. Patient symptoms were not reported and troubleshooting resolved the reported issue. Additional information received from a consumer indicated that the ptm froze up, and resetting fixed it with the help of the manufacturer's technical support.